Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide devices referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with proglide devices, using a pre-close technique, via a 7f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when the plunger was removed no suture was present. A second proglide device was used with the same results. Two additional proglide devices were used for successful suture placement. The sheath was upsized to 16f and the aaa procedure was completed. The successfully preplaced sutures of the third and fourth proglide devices were used to achieve hemostasis. A femoral angiogram was performed using the right common femoral access site and a thrombosis was seen in the left common femoral artery extending down into the leg. A cut down was performed to remove the blood clot and a patch graft was used to close the artery. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.